Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. The hcp reported he just got a new patient and seeing him for the first time and their pump has had 2 motor stalls. The hcp confirmed patient has not had any recent magnetic resonance imaging (mris). The first stall was on (B)(6) 2024 at 3:53am and recovered at 4:04am. The hcp stated second motor stall was the following day at 5:14pm and recovered about 20 minutes later. Hcp stated patient did have some strong magnetic hooks at home but he would not have been by those at the time of the stall. Physician stated he was going to monitor it going forward and not opt for replacement yet. Patient did not know stalls happened/was asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the cause of the motor stalls and recoveries were not determined. It was unknown if the motor stalls and recoveries resolved. They were going to "wait and see what happens".